Manufacturer narrative:
This report is submitted on 10 may 2021.

Manufacturer narrative:
This report is submitted on 05 apr 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021.